Event description:
Boston scientific received information that this patient called the clinic complaining of beeping tones coming from the implantable cardioverter defibrillator (ICD). The latest follow up showed that the device had triggered middle of life 2 (mol2) with a battery voltage of 2.58 volts. Recommendation was given to interrogate the device as tones could indicate that the device had triggered elective replacement indicator (eri) due to longer charge times or a possible error code was detected within the device which would emit beeping tone. Further investigation will be conducted. At the most recent follow up of the device it was noted that eri was triggered due to extended charge times. This device has been implanted for six years. Subsequently a device replacement took place. This device will not be returned as the device remains with the patient. No adverse patient effects were reported.